Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 151 mg/dl. Troubleshooting was performed. It was determined that the alarm was caused by an occlusion in the reservoir and or infusion set. Advised to change the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).